Event description:
On (B)(6) male underwent evar on (B)(6) 2013. The physician placed a flex main body and two iliac leg stent grafts with spiral-z technology. A 4 month follow-up scan and the left zenith flex with spiral-z technology aaa endovascular graft iliac leg was noted to be down, no flow. A fem-fem bypass was performed. Additional information: it has not migrated. It is occluded either by a kink or an outflow issue.

Manufacturer narrative:
Occlusions are labeled in the IFU. Event evaluation: still under investigation.